Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons take multiple or longer presses to respond as well as scratches on screen and effect visibility. Customer¿s blood glucose level was unknown. Customer was also reported that vibrate feature was broken, crack inside the insulin pump and unexplained no delivery alarms. Troubleshooting was not performed. The device will not be returned for analysis.